Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), via a manufacturing representative (rep), regarding a patient with an implantable neurostimulator (ins) for dbs (deep brain stimulation) therapy indications. It was reported that the patient had a lead placed on tuesday, went home wednesday, and had the basilar artery thrombosis on thursday, and was currently on life support. It was noted the healthcare provider (hcp) did not believe the thrombosis had anything to do with the lead implant as the patient had another episode about a year ago. No further complications were reported or anticipated with this event.